Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent unspecified breast augmentation with a 600cc mentor memorygel breast implant on one side, and with unknown size unknown gel implant on the other side, and experienced bilateral breast implant ruptures discovered during replacement surgery with natrelle brand devices on (B)(6) 2021. This medwatch report is for the patient¿s side implanted with unknown gel device.